Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-002171309

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the physician went to remove the sheath, there was some scar tissue on the sheath, and when they pulled the catheter back, you could see the metal innards of the catheter. There was no patient consequence or issues. The patient had a previous perclose. The reporter stated that this was a competitive case and the only biosense webster product used was the sheath.